Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed a power on reset occurred. (B)(4).

Event description:
It was reported during a routine follow-up that the patient's implantable cardioverter defibrillator (ICD) experienced a power on re set (por). As the ICD was near elective replacement indicator (eri) the physician scheduled and completed the replacement about weeks after the follow-up. The eri was indicated as normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.